Manufacturer narrative:
(B)(4). The device has been evaluated onsite. The reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. A service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Event description:
During baxter (B)(4) review of the event history for another report, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.06.00, categorized as unremediated.